Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number/serial number and product was not returned. Trend code analysis is performed in the monthly complaint review.

Event description:
The caller reported a variance between the inratio inr result and the lab inr result. The results were as follows: inratio=1.1, lab=2.1; unknown therapeutic range; the actual date of occurrence was not available. No information on medication changes or an medical conditions available.